Event description:
Additional information received identified the patient's scs system generator was replaced and the reported issue resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient has been unable to connect to the implantable pulse generator (ipg) after they had shoulder surgery in february. Reportedly, the patient did not set the system to surgery mode prior to the procedure. The abbott representative attempted multiple times to reset the connection, but without success as the issue persisted. Surgical intervention may be necessary to address the issue.